Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, after one third of a large myoma was cut into small pieces, the blade did not come out from the sheath though the surgeon grasped the trigger. Then the a small incision was made and the myoma was removed.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the current condition of the patient was reported as stable. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated/advanced as intended during evaluation.